Manufacturer narrative:
Placeholder.

Event description:
It was reported that during a 1, 2, 3, metatarsal fracture repair, as the surgeon was using the drill guides, they would not thread into lock into the plate. The bending pin threaded, however, the drill guide would not. The surgeon completed the surgery without the drill guide, without further incident and with no adverse effect to patient noted. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed there are no visible damages. The dimensions at the run-in and run-out diameters of the thread meet the specifications referring to drawing (B)(4). The devices passed the functional test on a new plate successfully; the fault as per complaint description could not be duplicated. It is concluded that this complaint is invalid from a manufacturing standpoint.

Event description:
This report is for the two drill guides.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.